Event description:
It was reported that during a t9 to l3 lumbar fusion and corpectomy at t12, surgeon was locking down both sides and needed to make an adjustment of the cage, and when he attempted to loosen the screws with a straight tip t25 driver the tip broke off. All broken pieces were retrieved. Surgeon tried to use a t25 stardrive shaft and it stripped out. Surgeon used a backup shaft and was able to successfully loosen the screws. The patient was not harmed. Both drivers are available for return.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The product development evaluation revealed that approximately 4.5mm of the distal tip has sheared off the t25 driver. The failure pattern shows a distinct 45 degree counter-clockwise helical shear path consistent with the application of excessive loosening torques. It was determined that a matrix 10.0 nm torque-limiting handle was not utilized with the t25 driver in question. This allowed an application of torque well over the recommended 10.0 nm, causing the t25 driver to shatter in a manner consistent with (B)(4). Extensive bench testing supports this theory, results showing a 15.96 nm average yield strength for the matrix straight-tip t25 driver geometry. The matrix technique guide as well as other product support information fully illustrates the proper method of tightening / loosening a matrix locking cap using a 10.0 nm torque-limiting handle. In order to cause a t25 driver to fracture, torques in excess of 15 nm must have been applied. Since this is impossible to achieve with a matrix 10 nm torque-limiting handle, the damaged instrument must have been utilized in a manner inconsistent with the recommended technique. Therefore, it is concluded that this complaint must be rendered invalid. The manufacturing evaluation showed that the tip is broken off. Broken fragments were not sent back for evaluation. It is clearly visible that the tip was extremely twisted counter-clockwise before it broke. The microscopic view of the fracture face has shown that the face is homogenous, which indicates material conformity. Based on these findings and because of the angle of the fracture face we suppose that a mechanical overload during the loosening of a blocked screw caused this breakage. However, the relevant dimensions cannot be verified anymore because of the damage. Therefore this complaint is indeterminate from a manufacturing standpoint.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is (B)(4) 2012.

Event description:
This is report 1 of 1 for complaint (B)(4).